Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were not provided for review. The blockage was confirmed inside the nosecone following additional analysis of the device under fluoroscopy. The inner member shaft was cut, and the guidewire outer threading was visible within the guidewire lumen. The guidewire outer threading was able to be removed from the nosecone with resistance noted. There was no visible damage to the distal end of the guidewire outer threading at the blockage site. The remaining guidewire outer threading could be removed from the delivery catheter system (dcs) guidewire lumen without resistance. A 0.035-inch guidewire was backloaded through the dcs and was able to pass through the wire lumen without issue. The guidewire was frontloaded through the nosecone and very slight resistance was noted at 14 millimeter (mm) proximal to the nosecone tip. It is possible that the inner of the nosecone became damaged during the failed attempts at advancing and retracting the guidewire and this resulted in the resistance encountered during analysis, however, this cannot be conclusively confirmed. The reported event indicates that the dcs was unable to be advanced over the non-medtronic guidewire in the area of the abdominal aorta. Subsequently, the dcs and valve were withdrawn from the patient; however, difficulty was also experienced during the withdrawal of the dcs for the same reason. Based on the analysis of the returned device, it seems likely that the guidewire inadvertently became damaged and became trapped at the blockage point within the distal tip and this resulted in the inability to advance and remove the guidewire from the dcs. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to be advanced over the non-medtronic guidewire in the area of the abdominal aorta. Subsequently, the dcs and valve were withdrawn from the patient; however, difficulty was also experienced during the withdrawal of the dcs for the same reason. Following withdrawal, a new valve was implanted in the patient resulting in a 30-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date na ; explant date na product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na safari xs guidewire; product type: guidewire; implant date na ; explant date na product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. A guidewire was protruding from the wire lumen flush port. The device was received with the capsule partially opened. The capsule was intact with no evidence of damage. There was a bend along the stability shaft. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. There was a kink to the guidewire just proximal to the wire lumen flush port and a bend to the proximal section of the guidewire. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The guidewire core wire was able to be removed after initial resistance was met. However, the guidewire outer threading remained stuck within the guidewire lumen and could not be removed. There was evidence of a cut being made to the distal end of the guidewire. A 0.035-inch guidewire was attempted to be front loaded through the dcs, and a blockage was met at 14mm proximal to the nosecone tip. The reported event for difficult to remove/withdraw could be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.